Manufacturer narrative:
Pump received with no button response due to moisture keypad traces. No frozen screen noted. Pump received with minor scratches on display window, cracked reservoir tube lip, and missing end cap sticker noted.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother reported the buttons were unresponsive and that the insulin pump appeared to be frozen. It was also found the insulin pump's screen displayed dashes. Customer's blood glucose was 350 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.